Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint during evaluation, a dim reddish screen was observed.

Event description:
Per the distributor, it was reported that the ok button reacts badly to the press.